Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. Fse replaced the reagent probe a collar wash vacuum valve assembly to resolve the issue. (B)(4).

Event description:
The customer stated that while running the control, they noticed fluid under the reagent probe a in dxc 600i instrument. The customer was wearing gloves and eye protection. The leak was contained within the instrument. No erroneous results were generated due to this event. There is no report of injury or exposure to the operator due to this event.